Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) discharged last (B)(6) 2013 and had not been working. It was noted a ¿doctor icon¿ was shown on the patient programmer and the ins died ¿a little while later.¿ it was noted the patient spoke with a manufacturing representative about 5-6 weeks prior to this report. The reporter stated the manufacturing representative said the ins should have lasted about 4-5 years and much longer than the patient had used the ins. It was noted the patient¿s healthcare professional was aware of the situation. It was further noted the implantable neurostimulator failed within a year. Additional information was requested, but was not available as of the date of this report.

Event description:
Follow up information reported that reported that the manufacturer¿s representative confirmed that the implantable neurostimulator (ins) battery was dead when interrogated with a clinician programmer (no response or signal). It was noted that it was not necessarily normal ins battery depletion as the patient¿s caregiver (son) reported that the amplitude was turned up to ¿7+¿. No malfunctions were seen or the cause of the issue determined. The patient was instructed to contact their physician for replacement of the ins if necessary. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s battery was low. This was shown on the patient programmer and the reporter thought the device was ¿going to last longer.¿ the reporter stated that he thought the device had helped ¿some but not as much as they thought it was going to.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v931596, implanted: (B)(6) 2012, product type lead. (B)(4).